Manufacturer narrative:
The investigation determined that a higher than expected vitros crea result was obtained from a single patient sample when processed on a vitros 4600 chemistry system. The assignable cause of this event is unknown. There is no indication of a systemic reagent issue as historic quality control data were within expectations. The issue is isolated to a single event. The within run marker precision testing did not meet ortho expectations, therefore, the instrument cannot be ruled out as a contributing factor. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it is not known if the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a higher than expected vitros creatinine (crea) result from a single patient sample when processed on a vitros 4600 chemistry system. Vitros crea result of 1.73 mg/dl versus the expected result of 0.94 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected crea result was not reported outside the laboratory and there were no reported allegations of actual patient harm as a result of this event. (B)(4).